Event description:
Health care professional (hcp) reports one incident of blood leak with the af 220 dialyzer. Incident occurred during the middle of patient's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the patient, with an estimated blood loss of 250cc. Treatment was resumed with new disposables without further incident. No patient injury or medical intervention reported per hcp.